Event description:
It was reported that during an ultrasound guided kidney biopsy through normal density tissue, the device allegedly failed to obtain sample. It was further reported that the firing button of the device allegedly had a bit stuck. No coaxial was used and the procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore disposable core biopsy instrument was received for evaluation. Upon visual evaluation, the device appeared to have residue throughout the needle and was received with both slides in the initial position. A backward bend was noted to the sample notch. Due to the nature of the sample functional testing was not performed. During dimensional observations, the actual notch thickness of the sample was measured and found that the measurement was within the acceptable range. The actual notch bend of the sample was measured and found that the measurement was not within the acceptable range. Therefore, the investigation is inconclusive for the reported failure to fire and reported failure to obtain sample issue as no functional testing was performed due to the condition of the returned sample. However, the investigation is confirmed for the reported needle bent issue as the sample notch was noted to bend backwardly (the actual notch bend was not within the acceptable range). A definitive root cause for the reported failure to fire, reported failure to obtain sample and identified bent issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an ultrasound guided kidney biopsy through normal density tissue, the device allegedly failed to obtain sample. It was further reported that the firing button of the device allegedly had a bit stuck. No coaxial was used and the procedure was completed using another device. There was no reported patient injury.